Manufacturer narrative:
This report is filed on july 17, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on an unknown date due to poor hearing performance. The patient was not implanted with another device.